Event description:
Information was received from (B)(6) that this very active young patient had two critical battery alarms while two charged batteries were connected. The patient was in his bed for a rest; no cell phone was close. The pump did not stop during this event, but he disconnected both batteries for a second and reconnected; then the alarm was gone and the pump restarted." Per the patient's explanation, he did this because disconnecting and reconnecting one battery (on both ports) did not mute the alarm. The same situation occurred again later on in the bathroom. On his way to the hospital "hospital several ghost beeps occurred". The ventricular assist device (vad) coordinator confirmed the event. It was reported as a 6-8 week repeating phenomenon with this patient. The batteries which were identified in the log files were the same as those which were in use. The batteries were removed from service. There was no further reported effect on the patient. This is report 1 of 2.

Manufacturer narrative:
Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Investigation of this event revealed that the most likely root cause is a communication error between the controller and the batteries. This is a known issue that was investigated under a CAPA. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00979 and 3007042319-2015-00980) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. There is a warning in the instructions for use and patient manual that disconnecting both power sources (batteries, ac adapter, dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00979 and 3007042319-2015-00980) submitted for devices related to the same event.